Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the unit failed blower inlet test. During pre-use check; the provided log show following errors: pressure transducer test: pressure transducer offset not within accepted limits. [Error code = 3] ; blower inlet resistance is too low. [Error code = 1]; blower inlet resistance is too high. [Error code = 2]; turbine temperature is not within accepted limits. [Error code = 2] . During evaluation of logs a technical error indicating turbine module communication error has been found. The ventilator was investigated on site by our filed service engineer. To solve the issue, the blower module assy was replaced and sent for further investigation. Simulated use testing of the returned blower module in a reference ventilator could only confirm failure during pre-use check with error code = 1: blower inlet resistance is too low and error code = 3: pressure diff sensor test: pressure transducer offset not within accepted limits. No abnormalities were found during ventilation run for >48h. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed blower inlet test during pre-use check. Moreover during evaluation of logs a technical error indicating turbine module communication error has been found. There was no patient involvement. Manufacturer's ref. #: (B)(4).